Event description:
It was reported that during a hemorrhoidectomy, after discharging the device, the device was removed, but it had not fully detached, which resulted in the tearing of the rectal wall. A repair was performed. The patient required transfer to the hospital for observation of pain and bleeding.

Manufacturer narrative:
Serial number = na.